Event description:
It was reported that the customer's insulin pump was damaged. The rubber o-ring inside the reservoir compartment would come out when she changed the reservoir. The reservoir compartment was also chipped. Her blood glucose level was 85 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The pump was received with a broken reservoir tube lip, a missing reservoir tube o-ring, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, a cracked reservoir tube window, and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.